Event description:
The customer reported that a saved subtracted image was black. The image was not saved in it's entirety and the data was lost. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.